Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) replaced the ion selective electrode unit and controls, precision, and electrode checks were completed and passed. The investigation was unable to determine a direct root cause. No additional issues were reported after the service visit.

Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit. The initial result was 150 mmol/l, and the repeat result from another analyzer was 140 mmol/l. The repeat result was deemed to be correct. The questionable result was repeated after the customer looked back at previous results.